Event description:
It was reported that this pacemaker recorded two signal artifact monitor (sam) episodes. The health care professional (hcp) called technical services (ts) for consult review of the episodes. The hcp noted that the patient recently underwent a routine procedure. Upon review of the sam episodes, the presenting electrogram (egm) showed noise and high out of range pacing impedances on both the right ventricular (rv) and right atrial (ra) channels. Ts determined that the minute ventilation (mv) was disabled by the sam feature due to oversensed electromagnetic interference (emi) noise from the cautery tool used during the procedure. Ts provided programming optimization recommendations. At this time, the pacemaker, rv and ra leads remain in service. No adverse patient effects were reported.